Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices were not returned; the reports of pipeline incomplete opening could not be confirmed. The cause of the events could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-00349. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of pipeline incomplete opening during procedures. The purpose of this article was to evaluate the effectiveness of coaxial catheter support systems during pipeline flow diversion procedures. The authors retrospectively reviewed 78 cases involving 71 patients and 84 aneurysms. Sixty-three (63) patients were female, 8 were male; mean age was 53.2 years. The article states that pipeline deployment was unsuccessful in 3 of the 78 cases, secondary to inability of the pipeline to open. The article did not state whether there was any patient injury in connection with these events. Colby, g. P., lin, l., huang, j., tamargo, r. J., <(>&<)> coon, a. L. (2013). Utilization of the navien distal intracranial catheter in 78 cases of anterior circulation aneurysm treatment with the pipeline embolization device. Journal of neurointerventional surgery, 5(suppl 3), iii16-iii21. Doi:10.1136/neurintsurg-2013-010692